Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to outside hospital on (B)(6) 2020 with weakness and a hemoglobin of 8.1. Patient was given 2 units of packed red blood cells (prbc). Then given 6 units of prbc. Patient was transferred to (B)(6) hospital on (B)(6) 2020. Patient has history of pre-existing anemia. Coumadin was adjusted accordingly and international normalized ratio (inr) elevated. The patient denied blood in stool but heme occult was positive. Patient denied complaints upon arrival at (B)(6). No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.